Manufacturer narrative:
An event of residual shunt after placement of the device was reported. Information from the field indicated that the device did not embolize the target vessel. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date six months ago, an unknown size amplatzer vascular plug ii was chosen for implant. No complications were reported during the implant procedure. The purpose of the procedure was to disable an endoleak. On an unknown date during follow-up inspection via ultrasound, it was reported that the device did not embolize the target vessel and blood flow continued to flow into the aneurysm; the patient was reported to be asymptomatic. The device did not shift in position nor was dislodged from the implant site. No initial or prolonged hospitalization was due to this event. No intervention was required nor is planned. The implanter classified this event as related to the performance of the device. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The event and the date of procedure were estimated as (B)(6) 2022 due to reported information that the device was implanted half a year (6 months) ago.